Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a multiple occlusion alarm issue after several attempts to change out supplies. It was noted that the patient experienced a blood glucose (bg) measurement of 18mmol/ l with large ketones, nausea, vomiting and was hospitalized. The patient reportedly was treated in the emergency room via intravenous (IV) glucose. The pump reportedly was able to be primed when the occlusion alarms were emitted and the patient remained on the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. Use error was a contributing factor to the reported event since the patient was not using the cartridge per instructions for use (IFU).